Manufacturer narrative:
(B)(4) the pipeline flex will not be returned for evaluation as it was discarded by the customer. The complaint could not be confirmed and the event cause could not be determined. Based on the reported event details, it is possible that the patient¿s tortuous anatomy may have contributed to the reported issue. Per pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ this event is reported in the following mdrs: 2029214-2015-05220, 2029214-2015-05221, 2029214-2015-05222.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for a cavernous carotid fistula (ccf). The fistula had been coiled and the physician wanted to implant a pipeline flex to accelerate shut down of the fistula. The vessel was severely tortuous. Landing zone artery size was 4.5mm proximal and distal. A continuous heparinized saline flush was used during the procedure, as per IFU. The pipeline flex was advanced to the treatment site without resistance. Delivery of the pipeline flex was attempted in a curve of the vessel (genu) and the distal section of the device would not open. The pipeline flex was resheathed three times, which was not successful in opening the device. The device was pulled back through the microcatheter and removed from the patient. Other pipeline flex devices were used to complete the procedure and post-procedure angiographic result showed decreased flow into the fistula. There was no report of patient injury as a result of this event.